Manufacturer narrative:
Vascular perforations may occur with the use of several of our devices. A perforation is typically the result of excessive force combined with challenging anatomy and not a malfunction of the device. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings and precautions: "cannula insertion site and technique must consider the presence of scar tissue. Scar tissue may result in higher forces during insertion and withdrawal. Failure to properly advance the introducer/cannula or introducer/sheath over a previously advanced guidewire may result in vessel perforation and/or dissection. Proper surgical procedures and techniques are the responsibility of the medical profession. Described procedures are provided for informational purposes only. Each physician must determine the appropriate use of this device for each patient based on medical training, experience, the type of procedure employed, and the benefits and risks associated with device use. If increased resistance is felt at any time upon insertion or removal of the guidewire, dilators, introducer, or cannula, stop and investigate the cause before continuing. Inability to easily advance or remove these devices may indicate vascular disease or injury. Closely examine the device position within the vessel using fluoroscopy and/or transesophageal echocardiography (tee) prior to proceeding to minimize the risk of vessel damage. If increased resistance is felt at any time upon insertion or removal of the guidewire, dilators, introducer, or cannula, stop and investigate the cause before continuing. Inability to easily advance or remove these devices may indicate vascular disease or injury. Closely examine the device position within the vessel using fluoroscopy and/or transesophageal echocardiography (tee) prior to proceeding." This event is not a manufacturing related issue. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Through the review of article: late redo-port access surgery after port access surgery edwards learned that an iliac vein rupture occurred during decannulation in 1 patient (n=26) and was the only adverse cpb and vascular event. The primary incision and vasculature were utilized in this case. Moments after decannulation, we noticed rapid abdominal distension with associated haemodynamic compromise. Immediate laparotomy confirmed an iliac vein rupture, which was subsequently repaired and the patient discharged after 13 days.